Event description:
It was reported that t:slim x2 pump battery would not charge and pump screen remained dark despite use of tandem charging cable, wall adapter, and a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before replacement supplies arrived, and technical support arranged shipment of replacement tandem cable and wall adapter.